Event description:
It was reported that during a full supply change with inset infusion sets, the user was unable to click the infusion set connector into place and then inadvertently pulled the site out, consistent with a use-of-device problem involving the infusion set interface during an infusion set and cartridge change. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem was found, and the event aligned with a use-related issue with the infusion set connection where an appropriate specific component term was not available. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.